Manufacturer narrative:
The attached user facility report # (B)(4) was rec'd from the (B)(6) registry. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that they suspect the pt has a percutaneous lead fracture. X-rays of the percutaneous lead were submitted to the MFR which indicated an area of the percutaneous lead compressed a few inches from the controller connection. Manipulation of this are did not reproduce any pump stops. Also, the pt has infection issues which aided the decision to exchange the pump.